Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91u2t. The following information was requested, but unavailable: please clarify the statement you made regarding ¿clipping error between jaws¿. Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was cholangiogram done on procedure? Was device fired over another clip or hard structure? The analysis results found that the el5ml device was returned in good visual condition. Furthermore a plastic bag was received with 4 gap clips inside. In an attempt to replicate the reported incident; the device was cycled and the remaining 4 clips were fed, and formed conforming. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that prior to an unknown procedure, clipping error between jaws. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.